Manufacturer narrative:
The investigation for the reported death has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of death could not be determined as the device was not returned nor sufficient clinical details.

Event description:
The complainant reported a patient was on impella cp support. Right heart catheterization was repeated and an impella rp was placed. Heparin was stopped due to the medical doctor feeling that the patient was in disseminated intravascular coagulation. Care was withdrawn the following day and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿